Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump touch screen was shattered. The reason for the cracked screen was unknown. Reportedly, the pump screen was functional; however, insulin delivery was no longer functional. Customer¿s blood glucose was 219 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.